Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow up, a nurse clarified that the blood leak occurred 2 hours after initiation of hd treatment. The blood leak was described as being an internal blood leak that was not visually seen. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresneius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. A review of the production record was performed. There was one unrelated approved temporary deviation notice (dn) in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow up,a nurse clarified that the blood leak occurred 2 hours after initiation of hd treatment. The blood leak was described as being an internal blood leak that was not visually seen. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresneius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The device is not available to be returned to the manufacturer for evaluation.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow up,a nurse clarified that the blood leak occurred 2 hours after initiation of hd treatment. The blood leak was described as being an internal blood leak that was not visually seen. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresneius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.